Event description:
It was reported the patient developed severe bradycardia. It was also reported the lead displayed high thresholds; when the settings were set to maximum output there was intermittent capture, and when programmed to bi-polar there was no capture. Additionally, there was high and intermittent impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.